Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with a neurostimulator for non-malignant pain. It was reported that the patient was not getting as good of coverage as she used to. The patient noted that a manufacturer representative (rep) adjusted the device settings to a point where ¿it goes fast but she doesn¿t feel it¿; due to this, the patient stated that she had to charge every three days, but she doesn¿t know how to get back to the original setting. It was also reported that the patient had a related fall on (B)(6) 2017 and broke her humorous bone in her arm. The pain in her arm was ¿taking over everything¿. In conclusion, the patient wanted to charge the implantable neurostimulator (ins) and then call back for assistance with switching groups. There were no further complications reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer regarding the patient. It was reported that the steps taken to resolve the inadequate pain coverage and pain in the patient's arm was surgery. The inadequate pain coverage and the pain in her arm has not been resolved, and the patient was having the hardware removed on (B)(6) 2018. Clarification was received from the consumer on (B)(6) 2018 indicating that the surgery was to remove the structural hardware and not the implantable neurostimulator. There were no further complications reported or anticipated.